Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose , diabetes ketoacidosis with blood glucose of 480 mg/dl, current blood glucose was 245 mg/dl, blood glucose was 100 in (B)(6) and now blood glucose was 300 mg/dl. Time and date of hospitalization was (B)(6) 2017. Event caused to hospitalization was blood glucose high. The customer was treated with syringe. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.